Event description:
The svc report shows that the customer alleged that the audible alarm failed to activate. The customer support engineer could not verify the reported event. As a precaution the cse replaced the alarm assembly and main power switch. The unit passed its performance tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The eval lab tested the part which had been replaced as a precaution. The part/component functioned as designed.